Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer, which occurred after the customer added the trigger. The customer reported the occurrence frequency was 5 out of 50 tests processed, while using different lots of reaction vessels (rv?s). The trigger and pre-trigger line system was not a problem, therefore, the customer performed a optics background check which passed specifications. The customer was advised to change the pre-trigger and rv lot, but the issue persisted (5 to 6 times out of 200 tests performed). The customer stated the issue was resolved with a change in rv lot. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Architect reaction vessels lot 69436p100. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
It was reported that a knee procedure case was aborted due to fluid intrusion into the thigh. Approximately eight minutes into the case, the pump began to flow with no control. The display indicated zero pressure and began to alarm. One liter of fluid pumped into the patient's thigh. The pump was replaced with a back-up machine; the same tubing was used with the back-up pump. The surgeon attempted to finish the case but was unable due to the swelling. The case was stopped. It was reported that the swelling had significantly resolved by the end of the case, but the patient was kept for observation the reminder of the day and then released. Procedure: knee arthroscopy, loose body (tissue and/or bone chip) retrieval. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.